Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. A review of the device engineering logs for the reported event on 19-may-2025 identified no malfunction alerts. The ilet generated multiple low glucose and cgm-related alarms on (B)(6) 2025; however, these alerts were not consistently acknowledged. No motor errors or dosing interruptions were found to indicate a malfunction. Based on the available information, the ilet was functioning as intended at the time of the reported event. A definitive root cause for the elevated blood glucose requiring intravenous insulin could not be determined.

Event description:
On 03-jun-2025, the user reported that they were hospitalized on (B)(6) 2025 due to elevated blood glucose (bg) levels of +400mg/dl. Their bg was managed with intravenous (IV) insulin. The user reported no long-term symptoms. The ilet was replaced due to the user experiencing intermittent delays in the system when attempting to announce meals.